Event description:
It was reported that a different pt programmer was used because the previous programmer had "issues" with the infusion mode selection. It was also stated that the experienced anaphylactic shock. There was no info provided regarding the type, concentration or dosage of medication used in the pt's pump. No further details, pt symptoms or outcome were provided. Additional info was requested but not received at the time of this report. A f/u report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4)